Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via manufacturer representative that they have been dealing with a specific endotracheal tube failure that happened several times. The tube had either an electrical failure or a cuff failure. There was no known patient impact.